Event description:
The following problem occurred on facility's linear accelerator. At approx 8:30 am treatment therapist programmed the unit for "148 mu" and "0.9 min", then proceeded to key on. The machine dose rate meter indicated some output, then terminated after approx 1 sec and displayed the following indicators and values, mu1 (148), mu2 (172), time (0.9). The following interlock lamps were also lit; 500 v, mu set, auto, and dosimeter. The associated record and verify system indicated that "1 mu" had been given and that "0.2 time" had expired. An "integrator error" was also displayed by the record and verify system. The therapist cleared the accelerator by the lamp test and ready complete push-button indicator, then reprogrammed for 147 mu and completed the treatment with no further problems.